Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient. Then, the smart pass feature was disabled. Device was initially programmed to the primary vector. Automatic setup was run, and secondary vector was chosen. Why was it disabled in primary? Technical services (ts) noted it was most likely that primary amplitude was too small when it disabled. This electrode and s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.